Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a falsely elevated potassium (k) result on the patient sample was obtained on the dimension exl with lm integrated chemistry system. The customer reported that quality control (qc) was recovered within range on date of event. A siemens customer service engineer (cse) was dispatched to the site. During visit, the cse observed x0 tubing white & occluded, replaced x0 tubing, cleaned and lubricated rotary valve ports and x seal, aligned pump rate, primed the system. After this, the customer ran qc, which recovered within acceptable range. Siemens reviewed the instrument data and observed calibration, air and liquid values of standard a and standard b and dilution check were within customer's acceptable ranges. There was no pressure difference between the sample draw, indicating no issues with sample integrity. Siemens further evaluated the event and determine that damaged x0 tubing potentially contributed to a falsely elevated k result. The analyzer is performing according to the specifications. No further evaluation is required.

Event description:
The customer reported that, a falsely elevated potassium (k) result on a patient sample was obtained on the dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. A new sample was drawn from the patient and processed on an unknown instrument at an alternate facility. The repeat result recovered lower than the erroneous result and was considered correct. The repeat result was reported to the physician(s) as correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.